Manufacturer narrative:
Section h10: (h3) the evaluation noted the femoral stem subsidence reported was likely the result of either under sizing the femoral stem compared to the patient¿s anatomy or insufficient bony support for the implant. However, this cannot be confirmed as the device was not available for evaluation. Based on the available information, there is no evidence to suggest that size identified on the label of the implant did not match the actual size of the implant. (D11)concomitant devices: (cn: 101-05-40, sn: (B)(6)) 3.2mm drill bit 40mm 1pk; (cn: 180-65-35, sn: (B)(6)) alteon 6.5mm screw, 35mm; (cn: 132-36-53, sn: (B)(6)) novation gxl liner, lipped, 36mm ID, group 3 cups; (cn: 170-36-03, sn: (B)(6)) biolox delta femoral head 36mm od, +3.5mm; (cn: 186-01-56, sn: (B)(6)) integrip cc, cluster cup 56mm,g3. (E3) initial reporter's occupation: attorney.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 101-05-40, sn: (B)(4)) 3.2mm drill bit 40mm 1pk; (cn: 180-65-35, sn: (B)(4)) alteon 6.5mm screw, 35mm; (cn: 132-36-53, sn: (B)(4)) novation gxl liner, lipped, 36mm ID, group 3 cups; (cn: 170-36-03, sn: (B)(4)) biolox delta femoral head 36mm od, +3.5mm; (cn: 186-01-56, sn: (B)(4)) integrip cc, cluster cup 56mm,g3.

Event description:
Index surgery: (B)(6) 2017. The femoral stem, according to the patient has gradually slipped down into the femur. Causing the right leg to be significantly shorter than her left leg, causing tremendous pain in her hips, pelvis, and back.